Event description:
During the procedure, a part broke off of the ethicon endopath h12lp blunt tip trocar. The part was retrieved. The trocar and part were placed in the original packaging and put on the operating room buyers desk in the stockroom, with a note, asking to contact the ethicon sales rep regarding this product. Doctor said that this was the second time that this happened while he was using a h12lp trocar, and he wanted this event documented with an incident report. Malfunctioning trocar given to ethicon sales rep as well as 3 more with same lot number. No harm to pt.